Event description:
On (B)(6) 2014, the distributer contacted animas and reported no power to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: there was no evidence in the black box or history of any power issue. The pump successfully booted up with no issues. The pump was opened and no defects were found. The reported power issue was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).